Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), injury ("damage to organs") and device dislocation ("damage to organs because the implant becomes detached") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("inserting the coils proved to be very painful and difficult"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), injury (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal distension ("abdominal swelling"), back pain ("back pain"), arthralgia ("pain in the hips/ pain in joint"), pain in extremity ("pain in extremities"), headache ("headache"), pruritus ("itching"), rash ("rash"), dyspareunia ("pain during sexual intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding"), intermenstrual bleeding ("bleeding between periods"), dysmenorrhoea ("painful menstruation"), menstruation irregular ("irregular menstruation"), fatigue ("fatigue"), mood swings ("mood swing"), hot flush ("hot flushing"), night sweats ("night sweats"), procedural pain ("inserting the coils proved to be very painful and difficult"), abdominal pain lower ("cramps"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual disorders"), allergy to metals ("inflammation due to allergic reactions to the metal in the implant"), peripheral sensory neuropathy ("sensory nerve loss"), medical device site calcification ("doctor who was very enthusiastic in the beginning saw that the coils became calcified") and inflammation ("inflammation due to allergic reactions to the metal in the implant"). The patient was treated with surgery (hysteroctomy & bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, abdominal distension, back pain, arthralgia, pain in extremity, headache, pruritus, rash, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, menstruation irregular, fatigue, mood swings, hot flush and night sweats were resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hot flush, inflammation, injury, intermenstrual bleeding, medical device site calcification, menstrual disorder, menstruation irregular, mood swings, night sweats, pain in extremity, peripheral sensory neuropathy, procedural pain, pruritus and rash to be related to essure administration. The reporter commented: this summary report unspecified number of clients over 1700: the foundation was incorporated in jun-2019 and represents the inter-ests of aggrieved women who suffer, have suffered, and/or will suffer physical, mental, or financial harm (the ¿claims¿) in relation to the essure device (the ¿aggrieved women¿). To date, over seventeen hundred (1700) dutch ag-grieved women have registered with the foundation. Seven out of eight trials show that women who use essure experience less pelvic pain than patients who have had surgery. Six out of the six trials show that women using essure are less likely to need a hysterectomy (removal of the uterus) than women who have opted for tubal ligation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jul-2023: even medical device site calcification added. Reporter information added. 18-jul-2023: event procedural pain, device insertion difficult, severe cramps, added. Reporter causality comment updated. 19-jul-2023: event device dislocation, sensory nerve loss, organ damage, inflammation and metal allergy added. Reporters added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ chronic abdomen pain"), injury ("damage to organs") and device dislocation ("damage to organs because the implant becomes detached") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("inserting the coils proved to be very painful and difficult"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), injury (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal distension ("abdominal swelling"), back pain ("back pain"), arthralgia ("pain in the hips/ pain in joint"), pain in extremity ("pain in extremities"), headache ("headache"), pruritus ("itching"), rash ("rash"), dyspareunia ("pain during sexual intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding"), intermenstrual bleeding ("bleeding between periods"), dysmenorrhoea ("painful menstruation"), menstruation irregular ("irregular menstruation"), fatigue ("fatigue/ permanent fatigue/ chronic fatigue"), mood swings ("mood swing"), hot flush ("hot flushing"), night sweats ("night sweats"), procedural pain ("inserting the coils proved to be very painful and difficult"), abdominal pain lower ("cramps"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual disorders"), allergy to metals ("inflammation due to allergic reactions to the metal in the implant"), peripheral sensory neuropathy ("sensory nerve loss"), medical device site calcification ("doctor who was very enthusiastic in the beginning saw that the coils became calcified"), inflammation ("inflammation due to allergic reactions to the metal in the implant"), amnesia ("memory loss /memory loss or memory impairment"), skin disorder ("skin problems"), brain fog ("brain fog"), affect lability ("emotional instability"), tooth disorder ("dental problems") and hair disorder ("hair problems"). The patient was treated with surgery (hysterotomy & bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, abdominal distension, back pain, arthralgia, pain in extremity, headache, pruritus, rash, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, menstruation irregular, fatigue, mood swings, hot flush and night sweats were resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, affect lability, allergy to metals, amnesia, arthralgia, back pain, brain fog, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, hair disorder, headache, heavy menstrual bleeding, hot flush, inflammation, injury, intermenstrual bleeding, medical device site calcification, menstrual disorder, menstruation irregular, mood swings, night sweats, pain in extremity, peripheral sensory neuropathy, procedural pain, pruritus, rash, skin disorder and tooth disorder to be related to essure administration. The reporter commented: this summary report unspecified number of clients over 1700: the foundation was incorporated in jun-2019 and represents the inter-ests of aggrieved women who suffer, have suffered, and/or will suffer physical, mental, or financial harm (the ¿claims¿) in relation to the essure device (the ¿aggrieved women¿). To date, over seventeen hundred (1700) dutch ag-grieved women have registered with the foundation. Seven out of eight trials show that women who use essure experience less pelvic pain than patients who have had surgery. Six out of the six trials show that women using essure are less likely to need a hysterectomy (removal of the uterus) than women who have opted for tubal ligation unfortunately, I had to discover that myself. I removed devices from a patient, and it was stated clearly in the operative report that they were identified and removed via the marker. And half a year later, the orthopedic surgeon showed me an x-ray image of this patient who had something strange in her abdomen. There is something going on with the essure. I look at the picture and I can see two markers. Then I thought that is strange, because I did remove them. And then I discovered that it was the older type, the 205. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-aug-2023: report received on 08-aug--2023 but date cannot be earlier than most recent follow up thus entered as10-aug-2023 event skin disorder, emotional disability, brain fog, hair disorder, tooth disorder added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ chronic abdomen pain "), injury ("damage to organs") and device dislocation ("damage to organs because the implant becomes detached") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("inserting the coils proved to be very painful and difficult"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), injury (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal distension ("abdominal swelling"), back pain ("back pain"), arthralgia ("pain in the hips/ pain in joint"), pain in extremity ("pain in extremities"), headache ("headache"), pruritus ("itching"), rash ("rash"), dyspareunia ("pain during sexual intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding"), intermenstrual bleeding ("bleeding between periods"), dysmenorrhoea ("painful menstruation"), menstruation irregular ("irregular menstruation"), fatigue ("fatigue/ permanent fatigue"), mood swings ("mood swing"), hot flush ("hot flushing"), night sweats ("night sweats"), procedural pain ("inserting the coils proved to be very painful and difficult"), abdominal pain lower ("cramps"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual disorders"), allergy to metals ("inflammation due to allergic reactions to the metal in the implant"), peripheral sensory neuropathy ("sensory nerve loss"), medical device site calcification ("doctor who was very enthusiastic in the beginning saw that the coils became calcified"), inflammation ("inflammation due to allergic reactions to the metal in the implant") and amnesia ("memory loss"). The patient was treated with surgery (hysteroctomy & bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, abdominal distension, back pain, arthralgia, pain in extremity, headache, pruritus, rash, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, menstruation irregular, fatigue, mood swings, hot flush and night sweats were resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hot flush, inflammation, injury, intermenstrual bleeding, medical device site calcification, menstrual disorder, menstruation irregular, mood swings, night sweats, pain in extremity, peripheral sensory neuropathy, procedural pain, pruritus and rash to be related to essure administration. The reporter commented: this summary report unspecified number of clients over 1700: the foundation was incorporated in jun-2019 and represents the inter-ests of aggrieved women who suffer, have suffered, and/or will suffer physical, mental, or financial harm (the ¿claims¿) in relation to the essure device (the ¿aggrieved women¿). To date, over seventeen hundred (1700) dutch ag-grieved women have registered with the foundation. Seven out of eight trials show that women who use essure experience less pelvic pain than patients who have had surgery. Six out of the six trials show that women using essure are less likely to need a hysterectomy (removal of the uterus) than women who have opted for tubal ligation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-aug-2023: event memory loss added. New reporter added. 02-aug-2023: new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ chronic abdomen pain"), injury ("damage to organs") and device dislocation ("damage to organs because the implant becomes detached") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("inserting the coils proved to be very painful and difficult"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), injury (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal distension ("abdominal swelling"), back pain ("back pain"), arthralgia ("pain in the hips/ pain in joint"), pain in extremity ("pain in extremities"), headache ("headache"), pruritus ("itching"), rash ("rash"), dyspareunia ("pain during sexual intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding"), intermenstrual bleeding ("bleeding between periods"), dysmenorrhoea ("painful menstruation"), menstruation irregular ("irregular menstruation"), fatigue ("fatigue/ permanent fatigue"), mood swings ("mood swing"), hot flush ("hot flushing"), night sweats ("night sweats"), procedural pain ("inserting the coils proved to be very painful and difficult"), abdominal pain lower ("cramps"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual disorders"), allergy to metals ("inflammation due to allergic reactions to the metal in the implant"), peripheral sensory neuropathy ("sensory nerve loss"), medical device site calcification ("doctor who was very enthusiastic in the beginning saw that the coils became calcified"), inflammation ("inflammation due to allergic reactions to the metal in the implant") and amnesia ("memory loss"). The patient was treated with surgery (hysteroctomy & bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, abdominal distension, back pain, arthralgia, pain in extremity, headache, pruritus, rash, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, menstruation irregular, fatigue, mood swings, hot flush and night sweats were resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hot flush, inflammation, injury, intermenstrual bleeding, medical device site calcification, menstrual disorder, menstruation irregular, mood swings, night sweats, pain in extremity, peripheral sensory neuropathy, procedural pain, pruritus and rash to be related to essure administration. The reporter commented: this summary report unspecified number of clients over 1700: the foundation was incorporated in jun-2019 and represents the inter-ests of aggrieved women who suffer, have suffered, and/or will suffer physical, mental, or financial harm (the ¿claims¿) in relation to the essure device (the ¿aggrieved women¿). To date, over seventeen hundred (1700) dutch ag-grieved women have registered with the foundation. Seven out of eight trials show that women who use essure experience less pelvic pain than patients who have had surgery. Six out of the six trials show that women using essure are less likely to need a hysterectomy (removal of the uterus) than women who have opted for tubal ligation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), abdominal distension ("abdominal swelling"), back pain ("back pain"), arthralgia ("pain in the hips/ pain in joint"), pain in extremity ("pain in extremities"), headache ("headache"), pruritus ("itching"), rash ("rash"), dyspareunia ("pain during sexual intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding"), intermenstrual bleeding ("bleeding between periods"), dysmenorrhoea ("painful menstruation"), menstruation irregular ("irregular menstruation"), fatigue ("fatigue"), mood swings ("mood swing"), hot flush ("hot flushing") and night sweats ("night sweats"). The patient was treated with surgery (hysteroctomy & bilateral salpingectomy). Essure was removed. At the time of the report, all of the events were resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hot flush, intermenstrual bleeding, menstruation irregular, mood swings, night sweats, pain in extremity, pruritus and rash to be related to essure administration. The reporter commented: this summary report unspecified number of clients over 1700: the foundation was incorporated in jun-2019 and represents the inter-ests of aggrieved women who suffer, have suffered, and/or will suffer physical, mental, or financial harm (the ¿claims¿) in relation to the essure device (the ¿aggrieved women¿). To date, over seventeen hundred (1700) dutch ag-grieved women have registered with the foundation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), abdominal distension ("abdominal swelling"), back pain ("back pain"), arthralgia ("pain in the hips/ pain in joint"), pain in extremity ("pain in extremities"), headache ("headache"), pruritus ("itching"), rash ("rash"), dyspareunia ("pain during sexual intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding"), intermenstrual bleeding ("bleeding between periods"), dysmenorrhoea ("painful menstruation"), menstruation irregular ("irregular menstruation"), fatigue ("fatigue"), mood swings ("mood swing"), hot flush ("hot flushing") and night sweats ("night sweats"). The patient was treated with surgery (hysteroctomy & bilateral salpingectomy). Essure was removed. At the time of the report, all of the events were resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hot flush, intermenstrual bleeding, menstruation irregular, mood swings, night sweats, pain in extremity, pruritus and rash to be related to essure administration. The reporter commented: this summary report unspecified number of clients over 1700: the foundation was incorporated in jun-2019 and represents the interests of aggrieved women who suffer, have suffered, and/or will suffer physical, mental, or financial harm (the ¿claims¿) in relation to the essure device (the ¿aggrieved women¿). To date, over seventeen hundred (1700) dutch ag-grieved women have registered with the foundation. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: case became serious incident. Event ae nos updated with abdominal pain. Events abdominal swelling,back pain, back pain, extremities pain, headache, itching and rash, heavy menstrual bleeding , bleeding between periods, painful periods, irregular menstruation, fatigue, mood swings, hot flushing and night sweats added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain/ chronic abdomen pain [abdominal pain]. Damage to organs [injury nos]. Damage to organs because the implant becomes detached [device dislocation]. Abdominal swelling [swelling abdomen]. Back pain [back pain]. Pain in the hips/ pain in joint [pain in hip]. Pain in extremities [pain of extremities]. Headache [headache]. Itching [itching]. Rash [rash]. Pain during sexual intercourse [painful intercourse]. Heavy menstrual bleeding [heavy menstrual bleeding]. Bleeding between periods [bleeding intermenstrual]. Painful menstruation [pain menstrual]. Irregular menstruation [irregular menstruation]. Fatigue/ permanent fatigue/ chronic fatigue [chronic fatigue]. Mood swing [mood swings]. Hot flushing [hot flush]. Night sweats [night sweats]. Inserting the coils proved to be very painful and difficult [procedural pain]. Inserting the coils proved to be very painful and difficult [device insertion difficult]. Cramps [cramp in lower abdomen]. Concentration problems [concentration impairment]. Menstrual disorders [menstrual disorder]. Inflammation due to allergic reactions to the metal in the implant [allergy to metals]. Sensory nerve loss [sensory neuropathy]. Doctor who was very enthusiastic in the beginning saw that the coils became calcified [medical device site calcification]. Inflammation due to allergic reactions to the metal in the implant [inflammation]. Memory loss /memory loss or memory impairment [memory loss]. Skin problems [skin disorder]. Brain fog [brain fog]. Emotional instability [emotional instability]. Dental problems [tooth disorder]. Hair problems [hair disorder]. Essure springs have come loose and pierced organs [perforation of organ]. Blood loss [blood loss of (nos)]. Sleep problems [sleep problem]. Pelvic pain [pelvic pain female]. Nerve pain [nerve pain]. Forgetfulness [forgetfulness]. Bleeding [genital bleeding]. Allergies [multiple allergies]. Depression [depression]. Autoimmune diseases [autoimmune disorder] euthanasia [euthanasia]. Menopause early [early menopause]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ chronic abdomen pain"), injury ("damage to organs"), device dislocation ("damage to organs because the implant becomes detached") and perforation ("essure springs have come loose and pierced organs") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("inserting the coils proved to be very painful and difficult"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), injury (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal distension ("abdominal swelling"), back pain ("back pain"), arthralgia ("pain in the hips/ pain in joint"), pain in extremity ("pain in extremities"), headache ("headache"), pruritus ("itching"), rash ("rash"), dyspareunia ("pain during sexual intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding"), intermenstrual bleeding ("bleeding between periods"), dysmenorrhoea ("painful menstruation"), menstruation irregular ("irregular menstruation"), fatigue ("fatigue/ permanent fatigue/ chronic fatigue"), mood swings ("mood swing"), hot flush ("hot flushing"), night sweats ("night sweats"), procedural pain ("inserting the coils proved to be very painful and difficult"), abdominal pain lower ("cramps"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual disorders"), allergy to metals ("inflammation due to allergic reactions to the metal in the implant"), peripheral sensory neuropathy ("sensory nerve loss"), medical device site calcification ("doctor who was very enthusiastic in the beginning saw that the coils became calcified"), inflammation ("inflammation due to allergic reactions to the metal in the implant"), amnesia ("memory loss /memory loss or memory impairment"), skin disorder ("skin problems"), brain fog ("brain fog"), affect lability ("emotional instability"), tooth disorder ("dental problems"), hair disorder ("hair problems"), perforation (seriousness criterion medically important), haemorrhage ("blood loss"), sleep disorder ("sleep problems"), pelvic pain ("pelvic pain"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), genital haemorrhage ("bleeding"), multiple allergies ("allergies"), depression ("depression"), autoimmune disorder ("autoimmune diseases") and premature menopause ("menopause early") and underwent euthanasia ("euthanasia"). The patient was treated with surgery (hysterotomy & bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, abdominal distension, back pain, arthralgia, pain in extremity, headache, pruritus, rash, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, menstruation irregular, fatigue, mood swings, hot flush and night sweats were resolving. The outcomes for perforation, haemorrhage, sleep disorder, pelvic pain, neuralgia, memory impairment, genital haemorrhage, multiple allergies, depression, autoimmune disorder, euthanasia and premature menopause were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, affect lability, allergy to metals, amnesia, arthralgia, autoimmune disorder, back pain, brain fog, depression, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, euthanasia, fatigue, genital haemorrhage, haemorrhage, hair disorder, headache, heavy menstrual bleeding, hot flush, inflammation, injury, intermenstrual bleeding, medical device site calcification, memory impairment, menstrual disorder, menstruation irregular, mood swings, multiple allergies, neuralgia, night sweats, pain in extremity, pelvic pain, perforation, peripheral sensory neuropathy, premature menopause, procedural pain, pruritus, rash, skin disorder, sleep disorder and tooth disorder to be related to essure administration. The reporter commented: this summary report unspecified number of clients over 1700: the foundation was incorporated in jun-2019 and represents the inter-ests of aggrieved women who suffer, have suffered, and/or will suffer physical, mental, or financial harm (the ¿claims¿) in relation to the essure device (the ¿aggrieved women¿). To date, over seventeen hundred (1700) dutch ag-grieved women have registered with the foundation. Seven out of eight trials show that women who use essure experience less pelvic pain than patients who have had surgery. Six out of the six trials show that women using essure are less likely to need a hysterectomy (removal of the uterus) than women who have opted for tubal ligation unfortunately, I had to discover that myself. I removed devices from a patient, and it was stated clearly in the operative report that they were identified and removed via the marker. And half a year later, the orthopedic surgeon showed me an x-ray image of this patient who had something strange in her abdomen. There is something going on with the essure. I look at the picture and I can see two markers. Then I thought that is strange, because I did remove them. And then I discovered that it was the older type, the 205 studies on the remission in women who have undergone removal surgery consistently show that symptoms improve in 60% - 90% of the cases completely or partially disappeared. More than 30,000 women in the netherlands have been sterilized in this way. More than 4,000 women have now had the springs removed. The lawsuit was filed by more than 2,750 dutch women, all of whom became very ill. They say their problems began after sterilisation with the essure implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-oct-2024: new event organ perforation & blood loss added. New reporters were added. 08-oct-2024: reporter causality comment updated. 09-oct-2024: no new information updated. 09-oct-2024: new events sleep problems, back, pelvic, head, and nerve pains, forgetfulness, bleeding, allergies, depression, and autoimmune diseases, euthanasia & early menopause were added. 10-oct-2024: reporter causality comment updated. 10-oct-2024: new reporters were added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.